Event description:
The patient reported experiencing difficulty draining during the second drain cycle. The drain cycle took longer than usual. The heater bag was emptied during the third fill cycle; 1936ml was filled and the patient switched from the cycler to the twin-bag method to continue with the therapy. The patient reportedly got about 4000ml of effluent drained using the twin-bag. The patient has not performed bypassing on the cycler, and did not report any health hazard or injury at the time of the report. No further information was available. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is not being returned for evaluation. Should additional information become available a follow up medwatch will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.